Manufacturer narrative:
Batch review performed on 17 june 2024: lot 2121450: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-mar-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Myspine case analysis: our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Primary surgery was performed at l4-l5. About 2 years and 9 months after the primary surgery, the surgeon wanted to extend the construct in l3. During surgery, the surgeon discovered that the head of the pedicle screw broke at the right side of l4. The surgeon removed the broken screw and replaced it with a larger pedicle screw (7mm x 40mm). The issue caused 15 minutes delay. Xrays are not available. No traumatic event occurred. Primary surgery perfomed with myspine technology case code: (B)(4).

Manufacturer narrative:
On 23 july 2024 returned the implant. Visual inspection performed by r&d project manager: the screw broke under the head, due to material fatigue. This may be generated by missing or delayed fusion that stressed the construct for a long period of time.